Event description:
On 09/12/2024, a sales representative reported via (B)(6) that an ar-18800-25 driver shaft warped during a case. The case was completed using a backup driver in the tray, and there was no delay. This was discovered during a foot and ankle reconstruction procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpacked ar-18800-25 serial/batch number (B)(6) was received for investigation. Visual inspection found that the hex tip of the driver was twisted. It was noted that the laser marks are fading most likely because the reprocessing of the device. Functional testing could not be performed due to the damage of the device. The most likely cause is attributed to misuse due to use error of over-torquing/over-engaging the driver with the screw head.